Event description:
The facility reports after the bath was completed, the caregiver moved the lift chair toward the tub to assist the resident with getting out of the tub. The lift was put in the lowest position. While the resident was in the chair, the castor fell off. The resident did not fall, and there were no reported injuries. (B) (4).